Manufacturer narrative:
There was no damage on the original battery cap and no corroded battery cap contact. The insulin pump had a corroded battery tube. The device was programmed and monitored for a day with no blank display. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming, excessive no delivery and self-tests. All operating currents were within specifications. The off no power alarm functions properly. The insulin pump passed the delivery volume accuracy test with 97.64 percent accuracy. The insulin pump had scratches on the display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call blank display and cracked battery cap. Customer's blood glucose level was 413 mg/dl. Troubleshooting for blank display was performed. Customer advised the device died and when they replaced the battery the blank display anomaly persisted. Customer was advised a new battery cap would be sent out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.